Event description:
A discrepant troponin-I ultra result of 0.05 and 2.316 was obtained on a patient sample. The autorepeat of the sample was 0.054. The result was reported to the physician. The sample was retested and the results of 0.047 and 0.048 were obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discrepant troponin-I ultra result. Customer declined service visit for analysis of instrument and instrument data, as the customer felt the issue was sample related.

Manufacturer narrative:
No further evaluation of the device is required. The cause for the discrepant troponin-I ultra result is unknown. It may be sample related.